Manufacturer narrative:
During a revision procedure, the physician tugged on the lead and it was easily pulled from the device header. The setscrew had been loose. The lead was reconnected to the device and the setscrew was properly tightened, then the pacing impedance measurements were normal. No additional adverse patient effects were reported. The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was issued in the remote monitoring system for this right ventricular (rv) defibrillation lead and associated implantable cardioverter defibrillator (ICD). The pacing impedance was high, out-of-range at greater than 2,000 ohms. The patient was just seen in the office april 24 where the impedance measurements were normal but the pacing threshold measurements had increased. In the office may 1 the impedance measurement was 2719 ohms, thresholds were still 3v and there were nonsustained ventricular tachycardia (vt) episodes stored due to noise. The patient reported the device will flip when they lay on either side. It was noted the patient received a new rv lead (B)(6) due to dislodgement. A new x-ray showed this lead may have pulled back but it was still in position in the rv. The x-ray was not clear enough to see whether the terminal pin was fully inserted into the device header. Technical services discussed a dislodgement would not account for the noise, which was reproducible with isometrics. The impedance measurement trends showed a continuous rise in impedance since the revision procedure. The physician wanted to replace the rv lead but the patient was reluctant to undergo another surgery. Technical services discussed verifying the connections before loosening the setscrew by performing a tug test, if a revision was performed. No adverse patient effects were reported.